Event description:
The customer reported the unit cancelled with chamber pumpdown and said, "caution chamber may contain hydrogen peroxide". The customer also reported a strong chemical smell when the system was running. While onsite to assess the unit the asp field svc engineer found oil mist coming from the unit. The customer stated that there were no physical complaints. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the catalytic converter and oil mist filter with the "alcatel style" filter. An empty load was completed with no mist or smell observed.